Event description:
After an implantation period of approx. 78 months, a lead fracture was observed. The impedance had increased and stimulation was unsuccessful. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 51cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found in the lead body. The analysis showed multiple abrasion marks along the lead fragment. In particular the distal end region was found rubbed through. In this region the conductor cable leading to the ring electrode was found fractured. These damages are assumed to be the root cause of the observed high pacing impedance and oversensing leading to inappropriate shock. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the lead's motion should be taken into consideration. Diagnostic images clarifying this assumption, were not available. Further damages such as a deformed rv shock coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing processes for both leads (sn:(B)(6)) were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.